Manufacturer narrative:
Actual occurence date is unknown but estimated, customer stated it occured sometime from the week of (B)(6) 2018.

Event description:
During procedure balloon popped when they took it out there was a pin hole present. There was no patient injury from the event.